Manufacturer narrative:
Argus case: (B)(4).

Event description:
I am also getting blood in the back of my throat when I clear by mouth [hemorrhage from throat] constipation [constipation] I am also getting blood in sometimes when I am urinating [blood urine]. Case description: this case was reported by a consumer via call center representative and described the occurrence of hemorrhage from throat in a patient who received biotene unknown unknown (batch number unk, expiry date unknown) for drug use for unknown indication. On an unknown date, the patient started biotene unknown. In december 2023, an unknown time after starting biotene unknown, the patient experienced constipation. On an unknown date, the patient experienced hemorrhage from throat (serious criteria haleon medically significant) and blood urine. The action taken with biotene unknown was unknown. On an unknown date, the outcome of the hemorrhage from throat, constipation and blood urine were unknown. It was unknown if the reporter considered the hemorrhage from throat, constipation and blood urine to be related to biotene unknown. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was received from consumer via call center representative (email) on (B)(6) 2024. The consumer reported that,"there is no suggestions on the label that you should spit biotene out after using. I have been using it for over 6 months now and I have had to look on the internet to see if it causes constipation as I have suffered for the last month. I am also getting blood in the back of my throat when I clear by mouth sometimes when I am urinating. This information should be on the label or directions put in the box as it is only available on the internet and has caused me to be made an appointment with an ent specialist." The suspect product was reported as biotene unknown variant and size. Follow-up 1 information received from a consumer via call center representative (email) on (B)(6) 2024. The consumer reported that, "thank you for your email regarding not mentioning swallowing biotene on your packaging. I only brought it to your attention as I thought it was important. I will not be filling in you questionnaire and taking photographs of boxes and dates. I have received the product on prescription and they are not out of date, but this has nothing to do with bad instructions". Patient initials updated.